Event description:
It was reported that three pen ndl 32ga 4mm 14bag 700case jp experienced damage in the form of needle tip deformation.

Manufacturer narrative:
Investigation summary: three opened 32g x 4mm pen needle samples along with four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples and photos was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples or photos therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that three pen ndl 32ga 4mm 14bag 700case jp experienced damage in the form of needle tip deformation.